Event description:
It was reported that the inner seal or dam chipped off during a case and was floating in the shoulder. Additionally, it was reported that the piece was removed with no delay in surgery.

Manufacturer narrative:
The complaint device has not been returned. Additional info will be provided when the investigation is completed.